Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt had their pocket revised due to discomfort with how the implantable neurostimulator was sitting in the pocket. Pt info was not reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.